Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was sent to medtronic for evaluation. It was reported that the exams were missing the nose and top of the head in one exam. The other was found to have the nose cutoff and the patient appeared to be laying on their side with their mouth stretching to the right. It was noted that fiducial placement was symmetrical. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, a five millimeter imprecision was observed following registration of the patient. It was reported that the imprecision was in the lateral direction and that the surgeon opted to continue compensating for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the exam export provided did not include patient registration information necessary to make a valid analysis of this case. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.